Manufacturer narrative:
No sample is expected to be submitted for analysis. The calibration and qc data were submitted for analysis. The qc was noted to have sub-optimal accuracy and precision results. A general reagent problem is not evident based on the provided data. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys dhea-s results for a patient tested on a cobas 8000 e 602 module. The patient's sample initially gave a result of >1000 ug/dl. The sample was tested for a total of four times - all of which gave a result of >1000 ug/dl. The user then diluted the patient's sample according to the method sheet. The diluted sample at 1:5 was tested four times and gave the following results: 620.5 ug/dl., 636 ug/dl., 734 ug/dl, 538 ug/dl. The user then diluted the patient's sample to 1:2. This diluted sample gave a result of 1017.8 ug/dl. This result was reported outside the laboratory. The reagent lot number is 524161. The expiration date is 31-may-2022.